Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory, functional testing and baseline checks were completed. The programmer did not powered on. The device subjected to the system functional testing and failed on tc01005 (uut power on) of the evaluation. The programmer was disassembled to isolate defective components contributing to the failure. When the carrier board was swapped out for a known good unit, the defect disappeared. The baseline evaluation was also deemed a failure since device could not boot up. Laboratory analysis confirms the allegation of touchscreen unresponsive, as the touchscreen was unable to boot up and operate due to the defective component, carrier board. To address the allegations of touchscreen issues, the touchscreen was stressed. After a few minutes, it was noted that the touchscreen would not respond to touch. Programmer was disassembled to isolate any defective components. When the pca touch controller was swapped out with a known good unit, the programmer defect disappeared. Correction on h6 evaluation result codes.

Event description:
It was reported that this programmer's touchscreen was unresponsive. Boston scientific technical services (ts) indicated that it could be a screen hardware issue. The representative called back and indicated that the screen was intermittently responding and will be returned for repair. No patient involvement. The product was returned for analysis. Laboratory analysis confirmed the reported clinical observations.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory, functional testing and baseline checks were completed. The programmer did not powered on. The device subjected to the system functional testing and failed on tc01005 (uut power on) of the evaluation. The programmer was disassembled to isolate defective components contributing to the failure. When the carrier board was swapped out for a known good unit, the defect disappeared. The baseline evaluation was also deemed a failure since device could not boot up. Laboratory analysis confirms the allegation of touchscreen unresponsive, as the touchscreen was unable to boot up and operate due to the defective component, carrier board. To address the allegations of touchscreen issues, the touchscreen was stressed. After a few minutes, it was noted that the touchscreen would not respond to touch. Programmer was disassembled to isolate any defective components. When the pca touch controller was swapped out with a known good unit, the programmer defect disappeared.

Event description:
It was reported that the touch screen of this programmer was unresponsive. Boston scientific technical services (ts) indicated that it could be a screen hardware issue. The representative called back and indicated that the screen was intermittently responding and was returned for repair. No patient involvement.